Manufacturer narrative:
The device was discarded and therefore unavailable for evaluation. We are unable to investigate the device to determine if any malfunction occurred that may have caused or contributed to the patient's condition. Product lot qualification records cannot be reviewed since no lot number was provided. The omnipod's user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The key to avoiding potential problems is to check blood glucose frequently. The user guide instructs to treat hypoglycemia as follows: treat immediately; check bgs every 15 minutes while treating to avoid over-treating; if bg is below 70 mg/dl then eat or drink 15 grams of fast-acting carbohydrate; check bgs again in 15 minutes; if bg remains low then take another 15 grams of carbohydrates (fast-acting) and contact an hcp for guidance. The user guide provides an in-depth discussion on possible causes of hypoglycemia. User's are advised to review the possible causes to avoid similar problems in the future.

Event description:
A clinical services manager (csm) reported a "patient was hospitalized after having a seizure overnight due to a low bg of 33 mg/dl." The patient's mother does not believe the seizure is a result of a pump malfunction. The patient has been discharged and is at home in stable condition. We do not expect the pod to be returned for evaluation.